Event description:
A surgeon reported an incident during an intraocular lens (iol) implant surgery. In a follow up, the surgeon reported the iol shot out of the injector, across the anterior chamber and ruptured the capsular bag. An anterior vitrectomy was performed and a sulcus lens implanted. The surgeon reported the patient's uncorrected visual acuity on the first postoperative day was 20/400 due to corneal edema. The surgeon reported that hopefully the patient will do well, but it was still uncertain. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. Customer indicated the use of an unapproved viscoelastic. The use of an unapproved viscoelastic may contribute to misfolding of the trailing haptic or other unpredictable outcomes, which may result in lens damage or improper delivery. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).